Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized on (B)(6) 2018 with high blood glucose level of 1095 mg/dl and above 600 mg/dl with diabetic ketoacidosis. The customer's current blood glucose is 504 mg/dl. The customer did experienced the symptoms such as nausea and sleepy. The customer was treated by intravenous drip. Customer states the drive support cap appears normal. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Based on customer¿s report customer did not allege pump was under delivering. The insulin pump will not be returned for analysis.